Event description:
It was reported that the support rail on compressor was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and service report. Log files from connected ventilator were not attached to this investigation and no picture was taken. Our field service engineer (fse) was on site for further investigation found out that a screw was missing and replaced it. Afterwards the device passed all performance and electrical safety tests according to factory specifications and was cleared for clinical use. Defective/broken compressor side rails does not affect the compressor function or the delivery of compressed air gas. The root cause of the reported problem could not be determined.

Event description:
Manufacturer's ref #: (B)(4).